Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the customer's condition had improved and that the initial concern was resolved - able to establish contact with customer who stated he was not currently experiencing any diabetic symptoms and he is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for hi blood glucose test results. At the time of the call the customer reported symptoms of urinary frequency, blurry vision, tired, thirsty and sleepy. Medical attention was not needed at the time; customer had a regular scheduled doctor's appointment later that day. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 20-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.